Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced as the physician claimed that the pacing lead was not functioning within normal tolerances. No patient complications have been reported as a result of this event.